Manufacturer narrative:
This report is filed (B)(4), 2012.

Event description:
Per the clinic, the patient reportedly experienced headaches, dizziness, and pain with, and without, device use. The device was explanted (B)(6), 2011. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).